Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was hospitalized after experiencing high watt alarms, elevated lactate dehydrogenase (ldh) levels, and hematuria. A heparin infusion was started, but the patient was subsequently taken for pump exchange. The pump, (B)(4), was returned to the manufacturer for evaluation. The reported event was confirmed via review of controller log files which indicated a rise in power consumption and estimated flow outside the normal operating range. Evaluation of the returned device revealed abnormal wear marks on the ceramic of the upper and lower housing and inferior impeller surfaces. These marks are indicative that know external factor such as thrombus, confirmed histologically in the device, may have forced the impeller against the lower housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. The increase in power may be due to the presence of thrombus confirmed by independent pathology analysis; however, the cause and origin of the thrombus cannot be conclusively determined. Post-explant evaluation analysis did not reveal any conditions that could have caused or contributed to the reported event. Review of the manufacturing documentation confirmed that, (B)(4), met all requirements for release. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to medical personnel on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct the both the user and medical personnel on how to detect and react to a suspected thrombus formation. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was hospitalized after experiencing high watt alarms, elevated lactate dehydrogenase (ldh) levels, and hematuria. A heparin infusion was started, but the patient was subsequently taken for pump exchange. The pump, (B)(4), was returned to the manufacturer for evaluation. The reported event was confirmed via review of controller log files which indicated a rise in power consumption and estimated flow outside the normal operating range. Evaluation of the returned device revealed abnormal wear marks on the ceramic of the upper and lower housing and inferior impeller surfaces. These marks are indicative that know external factor such as thrombus, confirmed histologically in the device, may have forced the impeller against the lower housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. The increase in power may be due to the presence of thrombus confirmed by independent pathology analysis; however, the cause and origin of the thrombus cannot be conclusively determined. Post-explant evaluation analysis did not reveal any conditions that could have caused or contributed to the reported event. Review of the manufacturing documentation confirmed that, (B)(4), met all requirements for release. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to medical personnel on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct the both the user and medical personnel on how to detect and react to a suspected thrombus formation. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately three months post hvad implantation, the patient was hospitalized after experiencing high watt alarms, elevated lactate dehydrogenase (ldh) levels, and hematuria. A heparin infusion was started, but the patient was subsequently taken for pump exchange. The patient is currently listed as status 1a for transplantation. The explanted pump is being returned to the manufacturer for analysis. Investigation is ongoing.